Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a power error. The blood glucose reading was 9.8 mmol/l. The issue was not resolved through troubleshooting. The device will be returned for product analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error and low battery alert. The power management tool confirmed power error and low battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.